Event description:
Interrogation of the pump showed "pump in safety mode" and several "restarts due to low battery." Reprogramming was possible. After reprogramming, the pump showed "eri (elective replacement indicator) = 23 months." A pump explant was being considered. There was reported to be no pt injury. The device system was used to deliver morphine. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).